Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow blocked alarm, there was a crack on the battery tube side and the belt clip was broken. Blood glucose value at the time of event was 246 mg/dl. The customer was treated with other. The event involved product(s) mmt-332a, mmt-243a, mmt-1884l, mmt-332a, mmt-243a, acc-1601. Troubleshooting was declined by the customer for high blood glucose event. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the insulin flow blocked alarm and the insulin pump passed 5u fill cannula test. The customer was advised that the insulin pump was working as designed and the alarm might be caused due to a possible set or reservoir connection issue. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-243a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-243a. No product return is required for acc-1601.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on (B)(6) 2025 from 10:12:44.000 through 22:03:00.000, no delivery alarms were recorded. However, no alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was also received with battery tube threads - cracked, cracked belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case and stained keypad overlay. In conclusion, customer concerns were not confirm during testing. Unit was tested successfully and no unexpected no delivery alarms noted. Unit functioned properly. Unit was also received with cracked case (battery tube) and cracked belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.